Event description:
It was reported to gore that a patient was to be implanted with a gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) during a type a dissection diversion and anastomotic repair procedure. Vsx device was planned to be placed at the anastomotic site at left carotid artery. The vsx device smoothly passed through the anastomotic site, but the deployment line was stuck when deploying. Attempts were tried but not successful. The vsx device was withdrawn. It was deployed after withdrawal by pulling deploying knob outside patient. Another device (vascular graft) was used for the anastomotic repair. The patient's condition was good after procedure.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: code c21: the device will be returned and will be evaluated by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Update d9: date device returned to manufacturer. Update h6: code c19 - the manufacturing records were reviewed, the device lot met all pre-release specifications. Code d15 - the engineering evaluation report details observations made directly on the returned device in addition to device photos captured during evaluation. Evaluation of the returned device indicate the device was cut into at least two pieces and only the distal end of the device was returned. The device had been fully deployed, and the deployment line remained in the catheter. The reported failure mode of failure to deploy/stuck deployment line is not consistent with the findings of the engineering evaluation. It was reported that the device was deployed after being removed from the patient and that is consistent with the findings of the evaluation. The root cause of the reported failure mode could not be established within the engineering evaluation. The primary reported failure mode, related to failure to deploy due to a stuck deployment line, is not consistent with the engineering evaluation findings; however, it was reported that the device was deployed after being removed from the patient, which is consistent with the findings of the engineering evaluation. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The investigation could not confirm the cause of the reported hazardous situation nor the primary device failure mode.